Event description:
Hcp reported the patient developed meningitis with fever, incisional wound opening, drainage, pain, and meningeal signs and symptoms. A device pocket and catheter track culture were obtained. Cultures grew staph aureus. The pt was treated with IV antibiotics and total device system explant. The event is ongoing.